Manufacturer narrative:
The device was received and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had been admitted to the hospital's emergency room (ER) because the device was generating beeping tones. The device was interrogated and a fault code 1003 was displayed. Ts discussed the issue and recommended device replacement. Ts suggested that a save-to-disk and memory upload could be performed. Subsequently, ts was informed that the device would be replaced and the local representative inquired about warranty credit. Just prior to the replacement procedure, the local representative contacted ts to report that the device was interrogated and no fault code was displayed. Ts explained that the fault code was cleared (reset) at the previous interrogation. Another fault code will not be displayed until the daily measurement is completed for that day. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Functional testing confirmed that the device was able to sense and pace. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.